Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that while drawing up a vaccine from a vial, there must have been too much pressure and the syringe backed off the needle and vaccine went all over the place, could say it "exploded". Additional information was received and stated that when drawing up the mmr vaccine into the syringe, it felt a little more difficult, almost like there was a pull from the other direction, but the vaccine was still slowly pulling to the syringe and the plunger was moving and suddenly, the needle backed off the syringe and pushed the syringe away from the needle; vaccine blew out of the syringe and needle. The needle was still in the vial stopper and the syringe was lying on the counter and felt as if there was too much pressure in the vial or syringe. There was no harm occurred.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 09-jul-2021. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.